Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 591 mg/dl. Cause was not known. Customer administered a correction bolus via the pump, a correction injection, as well as performed a supply change to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.